Event description:
Boston scientific crm received information that this patient was conducting hall walks, as it was suspected he was symptomatic during ventricular pacing. The hall walks appeared to produce loss of capture; however, this could not be confirmed as there was no surface electrocardiograms. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.